Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during an angioplasty treatment procedure the re-entry device was unable to advance through the sheath. The target lesion being treated was located in the left superficial femoral artery (sfa). An offroad re-entry system positioning balloon catheter was advanced contralaterally through the 6f non-bsc sheath. The micro-catheter of the offroad device was then advanced through the balloon catheter, however, there was great resistance at the bifurcation of the aorta and the device was unable to reach the re-entry site. No patient complications were reported and the procedure was completed with a different device. However, the returned product analysis revealed a shaft break in the micro-catheter.

Manufacturer narrative:
(B)(4).. Device evaluated by MFR: initial examination of the returned device noted that the micro-catheter was returned inserted through the balloon catheter. The presence of dried contrast media was noted within the balloon catheter. It was not possible to remove the micro-catheter from the balloon catheter due to the dried contrast media. The balloon catheter was flushed in an attempt to remove the micro-catheter; however, it was still not possible to remove the micro-catheter. Approximately 222mm of the micro-catheter is exiting the balloon catheter. It was noted that the micro-catheter is broken at approximately 57mm distal to the hub. The micro-catheter is kinked at 80mm distal to the hub with slight kinks noted along its length inside the balloon catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).